Event description:
The customer reported several pencils self-activated during cardiac procedures. Approximately two weeks prior to notifying valleylab a burn had occurred to the back of a patient's leg when a pencile activated by itself. The burn was excised and sutured.